Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer experienced elevated blood glucose (bg) levels reaching the 500 mg/dl range. Customer delivered manual injections to bring bg levels to target range. Customer was ultimately able to clear the alarms and resume insulin delivery.